Event description:
A healthcare facility in texas reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was damaged. The healthcare facility further reported that the device was subjected to physical damage. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information and photography provided by the healthcare facility, and our knowledge of the product. The service centre also reported that the device was repaired and returned to the customer. Result: an inspection of the provided photography and a review of the service report revealed that the gas outlet port of the subject device was broken. The customer further reported that the subject device was cleaned with super sani cloth disinfecting wipes. Conclusion: based on the inspection of the device, the information provided by the healthcare facility and our knowledge of the product, the reported event most likely resulted from the resuscitator being subjected to physical damage. The use of super sani-cloth wipes, which contain a high concentration of isopropyl alcohol, could also be a contributing factor to the reported event. As part of manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The user instructions which accompany the neopuff infant resuscitator provide the following instruction, - "clean the exterior surfaces of the f&p neopuff t-piece resuscitator, using a cloth dampened with neutral detergent or an ammonium quat. Disinfectant with a maximum alcohol content of 20% (such as caviwipes, sani-cloth hbm asceptiwipes ii, spartan's tb-cide quat wipes or vernacare tuffie wipes alcohol free)."

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in texas reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was damaged. There was no reported patient involvement.